Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a bipolar impedance decrease and that unipolar impedance was higher than bipolar impedance. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.